Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported her insulin pump has a crack in it. Customer's blood glucose is 238 mg/dl. The crack starts at the battery compartment and goes over the top of the device to the back. Customer does not know how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.